Event description:
The device was used during a lobectomy procedure. Difficulties were experienced opening the device after it was fired. The surgeon manually manipulated the device open. No pt injury reported.